Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment. The patient's blood glucose (bg) values reached over 400 mg/dl. The pod was worn between 4 and 24 hours on the arm. For treatment, the pod was changed out. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment. The patient's blood glucose (bg) values reached over 400 mg/dl. The pod was worn between 4 and 24 hours on the arm. For treatment, the pod was changed out. The pod was discarded.